Event description:
Reporter alleged obtaining a discrepant blood glucose result of 386 mg/dl back to back with a result of 150 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she self-treated with novolog r after the readings as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips have been discarded and so no product will be returned for evaluation.